Event description:
It was reported that during the suturing operation of the dorsal vascular complex (dvc) ligation for a laparoscopic radical prostatectomy procedure with robot support, an instrument error occurred with a snapping sound. The tip side of the bipolar fenestrated grasper was in a bent state and could not be straightened. The operation became impossible with the surgeon console. Since it was not possible to withdraw the bipolar fenestrated grasper as is, a simultaneous removal with the port was performed. The broken bipolar fenestrated grasper was replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Four images were received for evaluation. Two images depicted a bipolar fenestrated grasper with a broken pulley, a dislocated cable puck, the blue bipolar energy cable out of position and a broken section of the jaw. One image depicted error messages displayed on the operating room team interactive (orti) screen of the tower. The error messages were related to instrument issues occurring on arm cart assembly 2. One image depicted the adaptor end of a bipolar fenestrated grasper showing the reference identification and serial number that matched what was reported. Evaluation of the logs indicated an instance of a difference in commanded and actual jaw angles. An error code for 'core instrument motor position limits' was triggered as an after effect of a puck dislocation. The system does not directly log the state of the puck assembly. The error code reports an error message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". The bipolar fenestrated grasper was connected to arm cart assembly 2 and had a use life of five hundred and twenty-five minutes with a use count of two, at the time of the error occurring. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and not returned. The blue energy cable was bulging. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the suturing operation of the dorsal vascular complex (dvc) ligation for a laparoscopic radical prostatectomy procedure with robot support, an instrument error occurred with a snapping sound. The tip side of the bipolar fenestrated grasper was in a bent state and could not be straightened. The operation became impossible with the surgeon console. Since it was not possible to withdraw the bipolar fenestrated grasper as is, a simultaneous removal with the port was performed. The broken bipolar fenestrated grasper was replaced with a new one to resolve the issue. There was no patient injury.